Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported issue to be a ¿user preference issue,¿ which is assigned when the product meets specification; however, the user is dissatisfied with the appearance of the product. (B)(4).

Event description:
(B)(4). It was reported that the rotaglide packaging is similar to another medication. During inspection of the cath lab suite, a medication vial was noted in an open cabinet above the medication dispenser. The product was initially though to be propofol, but on closer inspection was noted to be rotaglide lubricant. The vials were noted to be very similar. The vial was left in the procedure room in error after the procedure was completed. No patient was involved.